Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient was getting poor communication on the programmer and was unable to connect with the recharger. The last successful charging session was about 3 weeks ago, and the patient normally recharged every other week or so. The patient started to experience pain, and wasn¿t sure if it was the pain their therapy was for or a bad muscle, so the patient tried to recharge and both devices would not connect. The patient noted that their healthcare professional was too far away. The patient got bad pain the day prior to the report and it got worse overnight. The patient tried calling manufacturer representatives but got no response.

Event description:
Additional information received reported that they had not notified their managing physician. The circumstances that led to the implant not connecting to the programmer or recharger was that the battery expired and lost connection. Steps taken to resolve the implant not connecting was that the patient called a manufacturer representative who advice them to trickle charge. They called again where they were advised to re-program, recharge, and connect successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.